Manufacturer narrative:
The device is expected to be received for evaluation, however, it is not yet received. (B)(6)- infusing dexmedetomidine (B)(6)- infusing ketamine and normal saline (B)(6)- infusing norepinephrine and normal saline (B)(6)- infusing amiodarone (B)(6)- infusing argatroban the patient expired and is captured under MFR report # 9615050-2024-00335 along with appropriate h6 e and f codes for the patient.

Event description:
The event involved a plum 360 driver new. The customer reported that the pump switched to battery mode then shut off. The nurse called for a new pack of pump stat for cvicu b702 as the pump crashed at once, the patient was in cardiogenic shock and was on multiple infusions. The nurse indicated that the pump lost integration and turned itself off. It was added that in the mar report several medications were restarted at the end of the 10am hour which correlates with the disassociation times. The pump was infusing fentanyl and nss. The concentration was 2,000 mcg/nss 200 ml routed to IV line a, pump setting was 150 mcg/hr and order setting was 150 mcg/hr. The device was programmed hr rate change at 03/19/24 0239. The pump did not sound an audible tone prior powering off and alarm message noted on the display. There was patient harm as the critical infusions was stopped abruptly, the patient was unstable. There was delay in therapy as the critical infusions stopped abruptly. Medical intervention was required, the patient shocked out of ventricular tachycardia later that afternoon. The patient expired on (B)(6) 2024. The patient was critically ill in cardiovascular intensive care with cardiogenic shock. The pump was on a large pole with power strip and the power strip was plugged into the wall (ac power). It is unknown if the charge indicator light up when the device was plugged into ac power. Device history log has been provided; the event happened at 10:33 ¿ parameter: 43695, alarm description: warning: charger service. The row that is highlighted red did not have the ¿warning: charger service¿ alarm but did have multiple warnings in the morning to replace the battery. At 10:32 it switched power to battery and then back to ac between 10:32:50 am and 10:32:51 am. The patient did expire, the patient death will be reported under 9615050-2024-00335.

Manufacturer narrative:
D9 - date returned to mfg - 27 aug 2024. Investigation summary pump evaluation: on april 29, 2024, ICU medical service downloaded the cda logs from device serial number: (B)(6) (list number 30010-04-05) and sent them to r&d for analysis. The device was received with software version 15.20.1.8 installed. ICU medical service plugged the device into ac power and observed that the ac power light illuminated, indicating that the device was receiving ac power and charging the battery. The original device battery, a panasonic, was recharged for a minimum of 8 hours. According to the technical service manual (tsm), the typical operating time for a new and fully charged battery is 7 hours when infusing at a rate of 25 ml/hr. After fully recharging the battery, ICU medical service programmed the device to operate for the typical duration expected for a new and fully charged battery. The device ran for 7 hours and 50 minutes until the battery was depleted. It also audibly alarmed with "low battery" and "depleted battery" before powering down. The device powered off correctly, indicating that its power management system is functioning properly. After reviewing the ICU service records: it was found that the battery was not replaced by ICU medical. Although the warning charger service was noted in the event logs alarms, it could not be replicated. We could not confirm the customer¿s complaint of the device not audibly alarming with low battery or depleted battery before shutting down. The device passed the alarm loudness pvt test and audibly alarms with both low battery and depleted battery before powering down. During inspection, ICU medical service found that the device¿s front enclosure and cassette door were damaged. No repairs have been conducted at this time. This condition is unrelated to the reported event. Engineering summarizes findings: serial number: (B)(6) by mar 19th, infusions were going on the device, when we got service charger/ replace battery alarm. By 10:37 between a gap of 5 seconds, the device switched to battery and after 15 seconds the device switched to ac main. After this the infusion stopped or completed as expected and was put to sleep mode by user. Engineering evaluates that: serial numbers: (B)(6). According to technical service manual document (tsm), service charger alarm occurs when battery or charger did not respond to charger voltage pin state (vfloat*). It is a low priority alarm and does not stop the infusion. There were no indications, either in the clinical or the diagnostic logs, the pump ever shut off on (B)(6) except when commanded by the user pressing [on_off]. Engineering couldn't confirm the customer¿s report of pump shutting off without audible alarm. Based on the occurrence of ¿warning charger service¿ and ¿warning replace battery¿ alarms, engineering recommends service center evaluate the power systems (including batteries) before the pump is returned to customer.